Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was properly locked. The device was received with cracked case along the side of the battery tube. Unit was received with normal operating currents and no unexpected low battery alarm noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's buttons were starting to get stuck. The insulin pump was also starting to go through batteries very quickly. Customer's blood glucose level was not reported. Customer was advised to revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.